Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, missing retainer ring, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer stated that the case and display window are worn and damaged. The customer stated that the pump had many scratches. The customer stated that the keypad was discolored. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.